Event description:
According to the customer: " patient was receiving a blood transfusion. At the end of the transfusion it was noted that the bag had not fully transfused. Approximately 30 mls left in bag. Immediate action taken: stopped transfusion, volume on bag was transfused, approximately 260 mls. Medical photography contacted and photographs of the bag, giving set, blood chamber and pump obtained and emailed to management. Blood bank contacted and made aware of incident. Fbc taken from patient and sent urgently to labs. Results followed up and was satisfactory. Blood bag and giving set attached, returned to blood bank for investigation. Fault logged with estates for pump to be taken for investigation."

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6). Software version: m030002. Hours of operation: 34684. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-02-02 were investigated. During this infusions could be found "air bubble alarm", "upstream alarm" and "pressure alarms". The reason for the alarms could not be clarified. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The production seal on the lower housing were missing. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. During the functional test, it could be detected that the arrow keys does not work correctly. The arrow keys were sluggish. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off andvthe mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,30%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues. The lower housing, the emc protection shield and the bottom inner frame were damaged by liquid. The operating unit was also disassembled without any findings. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.